Event description:
It was reported that the right atrial lead threshold was elevated at 3.5 volts and there was sustained failure to capture. The patient rarely requires pacing in the atrium, so the physician elected to monitor the lead; it remains in use. The patient was a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the physician elected to reprogram the lead to avoid atrial pacing.